Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming with a travel coarse fault. The pump stepper motor and plunger assembly were replaced, and the unit was calibrated without success. There was no patient involvement and no patient harm. If this malfunction were to occur during patient use, it could interrupt therapy and potentially result in patient harm.